Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that an unspecified malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 300 mg/dl.